Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported during the first treatment strategy from a thrombectomy procedure on (B)(6) 2021, the patient experienced spasm which was treated with the medication. It is noted that the adverse event (spasm) has possibly relationship to the thrombectomy procedure and the subject study device retriever, not related to the stroke (disease under study) and to an underlying condition or disease. The outcome of the adverse event was resolved on (B)(6) 2021 without clinical "sequelae". No further information is available.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported during the first treatment strategy from a thrombectomy procedure on(B)(6) 2021, the patient experienced spasm which was treated with the medication. It is noted that the adverse event (spasm) has possibly relationship to the thrombectomy procedure and the subject study device retriever, not related to the stroke (disease under study) and to an underlying condition or disease. The outcome of the adverse event was resolved on (B)(6) 2021 without clinical sequalae. No further information is available.